Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated; the unit was tested and passed all operational specifications, including temperature assessment, and no problems were noted. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It is reported that during a foot surgery on (B)(6) 2012, the 60,000 rpm pen drive was heating up. This is 1 of 1 reports for this event.